Event description:
It was reported that during routine check by customer, cs300 intra-aortic balloon pump (iabp) had electrical test fails code #119. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact person name: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, visited the site and confirmed the mentioned issue. Checked the device thoroughly and found front end pcb was gone defective. Replaced front end pcb (0670-00-0668) and rectified the issue. Device passed the all safety and performance checks successfully. Device was returned to customer and cleared for clinical use.

Event description:
N/a.